Event description:
Following a routine diagnostic procedure in 2001 an attempt to deploy an angio-seal device in the right femoral artery was unsuccessful, and significant bleeding was noted. The user had experienced difficulty during the insertion procedure; however, proceeded in deploying the angio-seal vascular closure device. The suture was cut after twenty minutes; however, hemostasis was not achieved. A femostop was placed and hemostasis was achieved. The patient was discharged within twenty four hours. A pre-placement angiogram had been performed. Surgical intervention by a vascular surgeon was required later in 2001 to remove a large thrombosis along with components of the angio-seal device (with suture attached) from the popliteal-tibial artery bifurcation. The component was sent to pathology for evaluation and the patient was discharged home in stable condition.